Event description:
It was reported that, a healicoil anchor was used on a shoulder rotator cuff repair. After procedure it was noticed that the patient got an infection. A revision surgery was required for wash out the infection. The patient current status is unknown.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device and sterility records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution a complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the cleaning and preparation procedure found that criteria and processes for the cleaning of product prior to bringing it into the sterile packaging clean environment are documented. A clinical review states adequate clinical documentation or the device have not been received. Therefore, a thorough medical investigation cannot be rendered nor could the clinical root cause of the reported infection be determined. The impact to the patient beyond that which has already been reported cannot be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Corrected data: h6: health effect - impact code